Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 405 mg/dl at the time of the incident. The customer also stated that they got no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Product will not be returned for analysis.